Event description:
It was reported the patient presented for implant procedure. After the ventricular leadless pacemaker (lp) was implanted, the atrial lp was unable to be implanted due to poor electrical numbers. After the second fixation attempt, the physician suspected a perforation had occurred. The atrial lp implant attempt was abandoned. The patient was in stable condition following the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the atrial leadless pacemaker (lp) exhibited poor capture threshold and low p-wave amplitude sensing. The perforation resulted in a pericardial effusion which was repaired by surgery. The patient was in stable condition.